Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. The user facility reported a similar event, this report is for the second device. See MDR 3013394970-2017-00649 for the first device reported.

Event description:
The user facility reported the bypass tube was already detached. The following information was provided: when the angio-seal poly-foil pouch was opened, the bypass tube was already detached from the carrier tube tip. The pouch was fully opened on a clear and flat surface all the way from the arrow side to the end. There was no obstacle to open the pouch. The device was not used and another angio-seal device was used, but the bypass tube was also already detached when the angio-seal poly-foil pouch was opened, so the device was not used and another angio-seal device was used to successfully achieve hemostasis. The physician had completed the training process on the device prior to this case. The puncture site was the right common femoral artery. The size of the sheath ancillary used was 7 fr. There was no health damage or injury to the patient and there was no blood loss. There were no other devices or equipment being used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information and the completed report. The DHR review has been completed therefore, UDI# and manufacture date have been updated. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.